Manufacturer narrative:
The pump user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the incomplete cartridge change alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete cartridge change alert. Customer attempted to perform a cartridge change multiple times; however, the third cartridge change was performed resolving the issue. Customer's blood glucose (bg) level was high; specific value was not provided. A correction bolus was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Tandem technical support educated the customer regarding the alert and the customer acknowledged.